Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had a loss of therapy from their implantable neurostimulator (ins) following a recent fall. The fall occurred a few weeks ago ((B)(6) 2015) and was described as they "fell off the bed." The patient stated that they were "having a lot pain." The pain was in their back and it was noted they had the pain "for about a month now" ((B)(6) 2015). The patient currently felt the stimulation but could not control it or check the ins status because they lost the programmer. The indication for use for the implanted device was noted as no-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.